Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. They reported that within the last month or so, their symptoms had gotten worse; they were going to the bathroom more. Over the weekend, they had checked to make sure their stimulation was still on, but they received a por (power-on-reset) message. They did not know what led to this, noting that the last time they were around medical equipment was at least 6 months prior. It was recommended that they follow up with their healthcare professional to discuss the por.